Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 1300 mg/dl. The customer was found unresponsive and was taken to the hospital via ambulance. Customer was hospitalized on (B)(6) 2018 due to diabetic ketoacidosis. Customer declined troubleshooting. The insulin pump was not returned for analysis.